Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2021, the patient received a 21mm epic supra valve. On (B)(6) 2026, the patient presented with breathlessness and an increased transvalvular gradient. An operation was carried out to investigate the condition of the valve. On examination it was noted that the leaflets appeared thickened and fibrous, they were not calcified. The decision was taken to explant the valve and implant a new 21mm sjm regent heart valve w/ flex cuff was implanted. The patient was reported recovering and is stable.

Event description:
It was reported that on (B)(6) 2021, the patient received a 21mm epic supra valve. On (B)(6) 2026, the patient presented with breathlessness and an increased transvalvular gradient. An operation was carried out to investigate the condition of the valve. On examination it was noted that the leaflets appeared thickened and fibrous, they were not calcified. The decision was taken to explant the valve and implant a new 21mm sjm regent heart valve w/ flex cuff was implanted. The patient was reported recovering and is stable.

Manufacturer narrative:
Explant due to fibrous thickening and structural valve deterioration was reported. It was also reported that the explanted valve had thickened and fibrous. The images provided by the field shows a circumferential white tissue on the inflow surface extending onto cusps. The investigation found circumferential fibrous pannus ingrowth on the inflow surface with marked narrowing of inflow diameter. Calcification was present on cusp 1 and calcifications within pannus, cusps 2 and 3. No inflammation was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined; however, the fibrous pannus ingrowth noted has the potential to induce increased stress on adjacent cusps and create an unbalanced stress relief distribution between all cusps during coaptation. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.